Event description:
Information was received reported "failed mesh". The product in question has been explanted from the patient.

Manufacturer narrative:
There is an indication that the subject product is available for our evaluation. We will submit a follow up report when/if product is returned and evaluated.